Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. During the evaluation, the user report could not be confirmed, the unit was not displaying an e101 error. However, the customer did install a non-olympus bulb into the unit. The bottom chassis and font panel were both rusted. The lamp washers were missing. The non-olympus lamp life meter was reading at 100+ hours, with a light output measuring within range. The socket slider switch was worn-out. There was corrosion on the input socket. The air flow rate was measuring out of range and the fan condition was noted ok after cleaning. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause for the reported error code could not be determined as the code was not replicated during the evaluation. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the olympus evis exera iii xenon light source was presenting an e101 temperature error during a procedure. According to the initial reporter, the error did not interrupt the procedure, it was completed without issue.

Manufacturer narrative:
The customer called in and spoke with olympus technical assistance center (tac) personnel. During the call, tac asked if anything was blocking the ventilation fan on the unit. The customer confirmed that it was clear. Tac noted that there is likely an issue with the fan inside the unit, and it will need to be repaired. Tac then transferred the customer to the service center to schedule a return of the device. The device has not been received yet. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.